Event description:
It was reported that the customer was having problems with the insulin pump. The device was getting stuck in the prime/fill process loop. But they were able to finally exit that screen and move onto the next step, after several attempts. The customer's blood glucose was 180 mg/dl. The customer stated that insulin was squirting out of the insulin pump during the manual prime process. The customer state that they filled the reservoir with 300 units of insulin but at the time of the call there was only 210 units left. The customer stated that they use the infusion sets for four to five days, which they were advised against. Partial; troubleshooting was performed; the customer did not want to complete process because they did not wasn't to change the infusion set. The customer declined finishing troubleshooting unless the help line representative was going to send them some new insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).